Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. It was noted that the patient had received radiation therapy prior to interrogation. Device software download was automatically performed and normal function resumed. No patient symptoms were reported and the patient would continue to be monitored.